Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the 2,3,5 and 6 keys to be damaged which contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keys which was reproduced. The 2,3,5, and 6 keys were found to be inoperable caused by physical damage to the keys. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's keypad was broken and the buttons were not working. There was no patient involvement. No additional information is available.